Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09540. It was reported that vessel jailing occurred. The 99% stenosed target lesion was located in the mildly tortuous and non calcified proximal, middle and first diagonal of left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After the 3.5mmx24mm synergy¿ drug-eluting stent was implanted in the target lesion, the physician tried to perform intravascular ultrasound (ivus) using the opticross¿ imaging catheter. However, it was noted that the implanted stent was jailed into the lesion and no plain old balloon angioplasty (poba) was performed in the side branch. On the other hand, the opticross¿ was able to pass through the lesion then ivus was performed. Upon removal, the opticross¿ became stuck in the strut of the implanted stent. The physician then cut the hand base sheath of the opticross¿ imaging catheter, withdrew the drive shaft, passed through a guidewire then delivered non-bsc guide catheter. The stuck opticross¿ imaging catheter was then completely removed. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.